Event description:
Patient's mother, with home health nurse, report pump malfunction. She reported error code 20:0 empty lithium battery. Patient's mother confirmed they already turned pump off and on and error code persists, but confirmed battery is in place. Home health nurse confirmed they have dial flow tubing to do today's infusion via gravity since pump has failed. No missed doses or adverse events reported. No further information, details or dates provided. Pump is being replaced. Unknown if pump is on hand for return to manufacturer. Serial number: (B)(6). Hurler-scheie syndrome.